Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 21, 2017: litigation received. Litigation alleges pain. It was also stated that the surgeon noted metallosis, trunnionosis and corrosion. Stem will be reported for the alleged trunnionosis and corrosion. This complaint was updated on jun 29, 2017.

Manufacturer narrative:
(01)10603295012467 (17) 120301 (10) 2351399 added: (procode), (lot number & exp date), (device).

Event description:
Update sep 25, 2017: medical records received. After review of medical records for MDR reportability, in addition to what was previously reported, patient was revised to address elevated metal ions. Revision notes stated a 200 ml in total of abundant brownish colored fluid emanated from the joint. There were no signs of infection. There was moderate trunnionosis and corrosion of the inner portion of the head. MRI showed a fluid collection. Updated product information and added laboratory findings. This complaint was updated on: oct 24, 2017.